Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that patient faced five infusion sets cannula bent events on 19-apr-2024. The issue was occurred on day 1. The infusion set was in use for 1 day. The insertion site was at abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 4 of 5.